Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture, catheter removal difficulty, and shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The physician stated that the balloon was slippery in the lesion, so the physician inflated the balloon with pulling tension. When the balloon was removed, it became stuck. When it was pulled, the shaft got separated about 60cm from the hub. All device fragments that remained inside the body were retrieved through operation. The procedure was not completed due to this event. No further patient complications were reported.

Event description:
It was reported that balloon rupture, catheter removal difficulty, and shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The physician stated that the balloon was slippery in the lesion, so the physician inflated the balloon with pulling tension. When the balloon was removed, it became stuck. When it was pulled, the shaft got separated about 60cm from the hub. All device fragments that remained inside the body were retrieved through operation. The procedure was not completed due to this event. No further patient complications were reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with a guidewire in the lumen. Visual and microscopic inspection revealed that the balloon had a complete circumferential tear and the inner shaft was stretched and separated at the bi-compontent weld. The shaft separation was consistent with tensile overload. The distal end of the balloon was bunched over the tip, which indicates force during removal of the device. The guidewire was stuck in the balloon catheter due to the stretched shaft.